Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "infusion was set to run at 8.3 ml/h for 12 hours (100ml total) but only had 20 ml left in the bag, greatly exceeding the set rate of infusion (~5-fold)." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "infusion was set to run at 8.3 ml/h for 12 hours (100ml total) but only had 20 ml left in the bag, greatly exceeding the set rate of infusion (~5-fold)." There was no information on patient impact.